Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis without septicaemia in a subject coincident with extraneal and physioneal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal and physioneal was not reported. On (B)(6) 2009, the subject had an emergency visit for peritonitis without septicaemia. Treatment details and the cause of the event were not reported. It was unknown whether the visit was related to another documented event. The outcome of this peritonitis event was not reported. (B)(4).